Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all functional testing, including charge and discharge testing into a simulator. Review of device logs from the reported event date (B)(6) 2026 found no evidence of a failure to discharge. The only recorded charge and shock was a successful manual 30 joule test, and no logs indicated that the device was charged or a shock was attempted on a patient. Review of the device self test logs showed the device passed all self test on 06may2026. The only failed self test identified was an automatic self test on 05may2026 due to no one step electrodes being detected. Based on device testing and log review, the reported failure to discharge could not be confirmed, and no device malfunction was identified. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat an unresponsive male patient (age unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.